Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the infusion stopped and the eye started to collapse. The surgeon immediately inflated the eye using a syringe and stopcock. An alternate pak was used and the system was reprimed to complete the case. There was no harm to the patient.